Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of tpa which was programmed to infuse at 64.8ml/h infused faster than expected. The clinician reported the patient had unspecified 'bleeding complications'. The clinician stated there were no further event details available to report. The patient did not require medical intervention.

Manufacturer narrative:
The customer¿s report of an overinfusion of tpa was confirmed. The pcu event log showed that at 11:21 am on (B)(6) 2016 the pump module was programmed to infuse a basic infusion at 999ml/hr with a vtbi of 68ml . At 11:22 am the rate was changed to 67.7ml/hr. After making the change, the user selected enter on the pcu but did not press the start button as required to complete the rate change. Restart was selected on the pump module, which restarted the current infusion running at 999ml/hr. Approximately 2 minutes later, the user selected softkey 14 (start) on the pcu. This started the infusion at the new rate of 67.7ml/hr. The pcu event log showed 33.879ml was delivered while infusing at 999ml/hr. The root cause of the overinfusion of tpa was identified as a user programming issue. The alaris system directions for use instructs the user to press start on the pcu when changing the rate or vtbi. This allows the programming change to take place. Because the user selected restart on the pump module instead after changing the rate, the rate change did not occur, and only changed 2 minutes later when the user selected start on the pcu.